Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: no root cause can be determined as no samples were received.

Event description:
It was reported that syringe 10ml ll s/c 200 was damaged. The following information was provided by the initial reporter: material no: 302995 batch no: unknown. Date of incident (B)(6) 2020. Level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Incident details: drawing up medications from vial using 10cc b-d syringe- black plastic on plunger of syringe came off of clear plastic of syringe came off about half of it and medication leaked below and was unable to get medication to come out when attempted to flush out.